Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had rainbow effect making it hard to read and backlight did not work. The customer stated insulin pump had cracks or hairline fractures and battery cap worn out with scratches or damage on the display. Customer was hearing unusual grinding noises different from the normal rewind noises and could not hear and rewind was slower had an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.